Event description:
Clinical report states the pt was revised because of loosening.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided prod and lot code since its release for distribution. The investigation could not verify or identify any evidence of prod error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec'd 11/07/2013 - patient's primary and revision operative records were received. The provided patient records have been reviewed. From a medical perspective, based on the information available, it appears the complaint is not product related. A review of the records has not identified a root cause or need for corrective action. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.